Event description:
It was reported by the edward's warehouse in (B)(6) that "hair contamination was found inside the canuula during incoming inspection."

Manufacturer narrative:
Evaluation: the particulate was evaluated and measures approximately 25'm by 3mm in size. The ft-ir data is consistent with rayon. This report is a confirmed manufacturing defect and root cause is being addressed through CAPA. Manufacturing records were reviewed and there were no related manufacturing non-conformances. A technical summary has been initiated to address patient safety risk and to summarize the analysis of returned products to assist in ongoing corrective actions. Instructions for use remain appropriate. Trends will continue to be monitored through the edwards quality system.

Manufacturer narrative:
The device is currently under evaluation into root cause.